Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as the patient "patient did not clean the area"; however, as no use error was reported, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal ceftazidim (dose, route, and frequency not reported) and intraperitoneal ciprobay (dose, route, and frequency not reported) for peritonitis. Six days later, ceftazidim and ciprobay were discontinued and the patient was switched to intraperitoneal amikacine (dose, route, and frequency not reported) and intraperitoneal meropenem (dose, route, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Twenty two days after the event onset, amikacine and meropenem were discontinued; and the patient recovered from peritonitis that same day. Two days later the patient was discharged from the hospital. No additional information is available.